Event description:
Event description guidant received information that during a ventricular threshold test of this implantable cardioverter defibrillator (ICD) a rare, extra vs marker was observed approximately 400ms after the vp which does not line up with any cardiac events. This phenomenon was observed twice. Also sent in a were strips from a ttm showing intermittent, short pauses in pacing. The device was programmed to most at the time of the oversensing.